Event description:
Additional information received reported that following the pump and catheter explant the patient elected to have, the patient outcome was "no injury".

Event description:
Additional information: it was reported that shortly following the pump implant, the patient experienced headaches; however, the patient received pain relief from the pump. Beginning (B)(6) 2010, the patient experienced a gradual increase of her low back pain. The patient stated that the pump seemed lower than where it was initially implanted and was irritating her hip bone. The patient continued to complain of increased pain at multiple office visits until pump explant including back pain, flank pain, bilateral leg pain radiating to posterior aspect of legs to the bottom of her feet, hip pain and abdominal pain. The initial dose was 0.25mg/day programmed to simple continuous mode. Through multiple dose increases the dose was eventually 3.0mg/day complex dosing. The patient was also given boluses at multiple appointments and was allowed self-administered boluses. It was reported on (B)(6) 2010, the patient had been given an epidural injection. It was reported during a follow-up visit on (B)(6) 2012 that the patient had recently experienced exacerbation of congestive heart failure (chf); however, at this time the patient was "doing well." It was reported on (B)(6) 2012 that "status post morphine pump due to chronic pain for 2 years with overdose now off pump" and the patient had been hospitalized during (B)(6) 2012 with acute diastolic chf exacerbation with mildly elevated troponin and bnp 4000s/pulmonary edema and sever ptn 60 mmhg with ef 65%. The patient was aggressively diuresed and subsequently discharged. Following discharge the patient felt "like a million bucks" and "had not felt this good in over 8 years." It was reported on (B)(6) 2012 that the patient had been hospitalized for 10 days due to renal failure and heart problems. The pump was emptied of morphine and replaced with normal saline. Since discharge, the patient had been doing well and was "pain free" since (B)(6) 2012. The patient was scheduled to have the pump explanted. It was reported on (B)(6) 2012 that the patient had been readmitted to the hospital for fluid overload and EKG changes. It was stated that the patient was on morphine pump with very high doses of morphine. The patient's urinary retention resolved following the removal of the morphine from the pump.

Event description:
It was reported that the pump was removed as of the date of this report. Per reporter on (B)(6) 2012 the pump "dumped too much medication into patient's system and her kidneys shut down". The pump was then turned off. Patient's phosphorus and creatinine level was high, patient was indicated to be delirious and "two weeks before that she was out of her head". Healthcare provider had indicated to the patient that her kidneys couldn't process the morphine. Patient was hospitalized "the first time for 8 days and she had a heart attack". The second time, she was admitted from (B)(6), when she had "fluid in her heart". Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional review indicated that the patient's medical history also indicated the patient had a fall, short of breath, diarrhea, mild memory problem, htn, asthma, reflux, thyroid disease,anxiety, and depression.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). (B)(4).analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the (B)(4)catheter (B)(4) revealed no significant anomaly found. The catheter was returned in segments.